Manufacturer narrative:
Additional code added to section h6 evaluation code result. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a "ventilator inoperative¿ message and background diagnostic codes. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found relevant diagnostic codes. The fse replaced the direct current (dc) - dc printed circuit board assembly (pcba). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The dc-dc converter pcba was returned to the medtronic for failure investigation. The reported issue was duplicated during the functional check of the dc-dc converter pcba. The root cause of the reported event was determined to be a faulty dc-dc converter pcba. There is an existing internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a *ventilator inoperative¿ message and background diagnostic codes. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a "ventilator inoperative¿ message and background diagnostic codes. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found relevant diagnostic codes. The fse replaced the direct current (dc) - dc printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The likely cause of the reported event was isolated in the field to the dc - dc pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.